Event description:
It was reported that balloon deflation failure occurred. A 4.0x220x150 sterling balloon catheter was advanced for dilatation using an encore 26 inflation device. However, during the procedure, it was noted that the balloon could not be deflated. The inflation device was swapped with a non-boston scientific product which did not work either. The balloon had to be extracted while still inflated. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon is loosely folded and there is blood inside the guidewire lumen. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. The balloon was deflated and there were no issues deflating it. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported failure to deflate.

Event description:
It was reported that balloon deflation failure occurred. A 4.0x220x150 sterling balloon catheter was advanced for dilatation using an encore 26 inflation device. However, during the procedure, it was noted that the balloon could not be deflated. The inflation device was swapped with a non-boston scientific product which did not work either. The balloon had to be extracted while still inflated. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.